Manufacturer narrative:
The insulin pump was received with button error alarms due to corroded keypad traces. No moisture damage found on the electronics assembly. Device had broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case window display corners, scratched lcd window and case.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 503 mg/dl; treated with manual injection. Mother stated that the customer had wet the bed down under his hip and had the device next to it. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.